Event description:
It was reported that this patient presented to the hospital with lethargy. Upon interrogation, the device battery had significantly decreased from the last follow-up. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device is anticipated to be returned for analysis.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this patient presented to the hospital with lethargy. Upon interrogation, the device battery had significantly decreased from the last follow-up. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was subsequently received for analysis.